Manufacturer narrative:
Device available for eval. The reported filter leak was not confirmed by investigation. No product samples were returned for investigation. A picture was provided by the customer showing the filter of the set in use. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A lot review was performed with no issues noted.

Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a plum set was leaking chemotherapy. The date of the event is unknown. There was patient involvement but no report of an adverse event or delay in critical therapy.